Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 on 5:45 pm due to a high blood glucose level and diabetic ketoacidosis. Blood glucose was 1084 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was IV drip providing insulin. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.